Event description:
It was reported that during the implant procedure, the suture sleeve split in half during tie down, the lead was damaged. The lead was not used and a new lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.